Manufacturer narrative:
Product ID 8703w, lot# l44302, implanted: 1997 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that there was no alleged product issue and there was no action required as a result of the event. It was noted that there were no troubleshooting required. It was reported that the patient¿s status at the time of report was alive-no injury. It was noted that there were no symptoms. It was reported that a healthcare provider (hcp) reported the patient had experienced some intermittent episodes of increased spasticity and also some itching around the ¿privates¿. It was noted that the hcp had increased the baclofen dose since (B)(6). It was reported that the refill volume had been accurate. It was noted that the hcp prefers to monitor the patient for the next few weeks, before deciding on any diagnostic method at the time of report. It was reported that the pump was used to infuse baclofen, specified as lioresal.

Event description:
It was reported that the patient presented to the emergency room (ER) stating that his pump was not functioning. The pump was last checked on 2014 (B)(6) and the pump was not due to be refilled until (B)(6) 2014. The ER was not very familiar with the pump. The patient was experiencing symptoms of numbness, tingling, paresthesias, intense muscle spasms and itching. There were no active pump alarms heard. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that a roller study was performed appropriately and 1.5 ml was easily aspirated from the catheter through the catheter access port (cap). Dye was injected and followed into the lumbar region and presented a cloudiness in the spinal canal.